Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00352, 3005168196-2021-00353.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil, a lantern delivery microcatheter (lantern), pod coils, and a non-penumbra support catheter. During the procedure, the physician advanced a ruby coil into the target vessel using the lantern and support catheter. Then, while the ruby coil started to form in the target vessel, the lantern kicked back into the support catheter and subsequently, the ruby coil, coiled off in the support catheter. Therefore, the physician decided to remove the ruby coil. Upon retraction, the physician experienced resistance and the ruby coil unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed. After removing the lantern, the physician noticed that the distal end of the lantern was kinked. Therefore, the lantern was not used for the remainder of the procedure. Afterwards, while attempting to insert a pod coil into a new lantern, the hospital technologist bent the pusher assembly of the pod coil. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, the same second lantern, and a new support catheter. There was no report of an adverse effect to the patient.